Manufacturer narrative:
Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.

Event description:
Bowel injury. Injury confirmed by colo-rectal specialist via sigmoid scope.